Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly as the customer observed the pump battery decrease from 40% to 0% in 24 hours. Additionally, it was reported that the pump touch screen was unresponsive and no longer functional. The customer attempted to turn the screen off using the wake button and the wake button was not responsive. The customer's blood glucose level was 391mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.